Event description:
It was reported to (B)(6) by clinic manager (B)(6) that: luer adapter breaking off in patient catheter hub, this was a second occurrence for this patient in one week and reset in having to catheter exchange. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).